Manufacturer narrative:
The event unit returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: bypass roux-en-y. Event description: yesterday they opened one of our clip appliers (ca500). It would act like it would dispense a clip, but no clips were ever dispensed from the unit. I was not present in the case. They opened another clip applier, it functioned correctly. Customer still has the unit. Additional information received on 24apr2025 via email: the customer would like replacement product sent. The procedure was a bypass roux-en-y. Additional information received on 25apr2025 via email: trocars used were applied medical 5mm and 12mm. The handle mechanism seemed to function with normal feel to the physician, but no clip wound load. The physician tried several times, and no clip ever loaded. Intervention: customer opened another clip applier and the new clip functioned properly. Patient status: no impact to the patient.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Functional testing was performed on the event unit, which confirmed the complainant¿s experience of the clip not loading into the jaws. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the cause of the reported event based on the evaluation of the returned unit. Applied medical has performed a historical trend analysis and review of production records and no trends were identified.

Event description:
Procedure performed: bypass roux-en-y. Event description: yesterday they opened one of our clip appliers (ca500). It would act like it would dispense a clip, but no clips were ever dispensed from the unit. I was not present in the case. They opened another clip applier, it functioned correctly. Customer still has the unit. Additional information received on 24apr2025 via email from company representative: the customer would like replacement product sent. The procedure was a bypass roux-en-y. Additional information received on 25apr2025 via email from company representative: trocars used were applied medical 5mm and 12mm. The handle mechanism seemed to function with normal feel to the physician, but no clip wound load. The physician tried several times, and no clip ever loaded. Intervention: customer opened another clip applier and the new clip functioned properly. Patient status: no impact to the patient.